Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly, resulting in a high blood glucose level of 600 mg/dl and high ketones. Customer administered manual injection of insulin to address bg. The customer reverted to an alternate method of insulin therapy.